Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited crosstalk oversensing on the left ventricular (lv) channel. Multiple angiograms were performed. The device was programmed to resolve the issue. The device remains in use. No adverse patient effects were reported.